Event description:
The following information was provided by the initial reporter: the customer found some products that were not sealed and was concerned about whether the product would be sterilized or not. Noted before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that some products were not sealed. To support the investigation, the quality team received four samples and one photograph for evaluation. A visual inspection was performed. A dark-colored splice tape was observed on the underside of the top web, and the bottom web was not sealed. The photograph corresponds to one of the samples received. No other defects or imperfections were observed. The tape on the top web is a splice used to join the ends of two rolls. This condition could reach the customer if affected product was not removed during manufacturing. A review of the device history record (DHR) for material number 309653, lot 5183797, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. The samples will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the customer¿s reported condition is confirmed.